Event description:
Customer reported being hospitalized for high blood glucose and dka. Torubleshootinh was performed and pump appeared to be operating normally. Occlusion test could not be performed since customer did not have a clamp.